Event description:
The customer reported a leak from the machine. Gambro technical services (gts) functionally tested the machine and found a leak to atmosphere from the bypass valve assembly. The valve was replaced but was not returned for failure investigation.